Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It has been reported that readings were between 50-100% off. The data investigation found a difference in values that falls within the c zone of the parkes error grid. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).